Event description:
It was reported that following a urethral bulking implant, the pt returned for a follow-up treatment and upon examination, the dr found exposed material at the bladder neck. The exposed material was removed via cystoscopy using grasping forceps. The dr then inject pt with a competitor's bulking material. No further complications were reported.